Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sigmoid, involving a circular stapler, only one donut, the distal one, was visible, and there was no proximal donut on the anvil when the stapler was removed. A resect and re-staple procedure was conducted using a second stapler of the same type , which resulted in two visible donuts and passed the leak test. This led to an extended surgical time by two hours.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: b5 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted on the image, that the anvil of the instrument was observed to be tilted and attached to the instrument. A tissue donut is on the center rod of the instrument. A tissue donut seems to be missing. Visual inspection of returned product noted that the green bar was not visible in the indicator window and the safety feature was not engaged. Further inspection of the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. Functionally, the wing nut and safety functioned properly upon rotating the twist knob. The green bar was visible within the indicator window when the twist knob was fully closed. The instrument was applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advance when the handle was squeezed and the knife cut the media cleanly and completely. The device also produced all audible, tactile and visual indicators during the functional testing. The instrument body label was removed for evaluation of the eccentric washer assembly and the eccentric washer was secured. It was reported that the proximal donut was missing. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sigmoid, involving a circular stapler, only one donut, the distal one, was visible, and there was no proximal donut on the anvil when the stapler was removed. A resect and re-staple procedure was conducted using a second stapler of the same type, which resulted in two visible donuts and passed the leak test. This led to an extended surgical time by two hours.